Event description:
It was reported to philips that there was loud bang heard from the system before losing c-arm stand movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency procedure was aborted. A remote service engineer (rse) examined the system logfile and found errors related to the z2 rotation of the c-arm and its longitudinal movements. A field service engineer (fse) visited the site and noticed that the geo input/output (io) box was intermittently failing to provide power to the amc drive. Despite replacing the geo io box, the problem continued. Further investigation identified the amc triple servo drive as the source of the problem, as it was not receiving power to control the frontal stand's movements. It was concluded that the loud bang reported by the customer was caused by the failure of the amc drive. The amc drive was replaced by philips engineer. After the replacement, the system was restored and returned to good working order. The codes were updated based on the investigation's outcome.